Event description:
Noted when priming set, cvvh auto-effluent tubing leaking (lot #22i1002). Packaged and left for unit nurse educator. Manufacturer response for auto-effluent tubing, auto-effluent tubing (per site reporter). Added to tracker for trending and FDA reporting. Initial contact needed for ids and return to mfg. [Redacted date] ¿ [redacted name] emailed baxter rep., request RMA/mailer. [Redacted date] - [redacted name] responded to baxter request for incident description. This is baxter (B)(4). [Redacted date] - RMA received; sample shipped ups.